Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine, hydromorphone, and fentanyl via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024 the patient reported 8/10 pain and that they could no longer feel their boluses. Their boluses were increased by 15 mcg. The clinical diagnosis was inadequate pain relief - back and leg. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The outcome was noted as ongoing. Additional information received from the healthcare provider via a clinical study indicated that an increase in bolus doe from 92.9 to 100mch each was made. The issue resolved. Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2026 the patient reported 10/10 lower back pain. The patient reported she did not feel her boluses. No action taken. Additional information received from the healthcare provider via a clinical study indicated that the patient had 8/10 low back pain, she reported boluses have not been working. Additional information received from the healthcare provider via a clinical study indicated that a failed catheter dye study occurred.

Manufacturer narrative:
Continuation of d10: product ID 8711, serial# (B)(6), implanted: (B)(6) 2010, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: n253007004, ubd: 29-apr-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.